Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, on the second inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The device was removed without any problem and no damage was observed. A different device was used to complete the procedure. No complications reported, and patient status was good.